Event description:
The customer reported a diluent leak (20-30 ml) in the coulter lh 780 hematology analyzer. The customer was wearing ppe (personal protective equipment) consisting of a lab coat and gloves. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event on the day of the event, field service engineer (fse) observed a leak at the needle and replaced the tubing. The tubing lines in the needle probe area may carry blood and diluent while in operation and clenz (cleaner) while in shutdown. The specific tubing or what caused the tubing to leak is unknown as the information was not provided. No further evidence of leaking was noted. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was a tube at the needle.

Manufacturer narrative:
(B)(4).